Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the impactor pad broke during surgery when the surgeon impacted the femoral component with a mallet.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned poly exhibits signs of repeated use and has fractured into 2 pieces, all pieces returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be product durability. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.